Event description:
The pump was returned for investigation. Evaluation revealed cracked threads to the case seal in battery compartment. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation verified a cs 078-0008 and cs 064-0008 alarms in black box and history. Investigators performed rewind, load, and prime with no alarms. The pump was exercised for 24 hours on a 1 u per hour basal rate with no alarms. A leak test failed due to cracked threads to the case seal in battery compartment. There was corrosion in battery compartment. Opened pump and removed from case. Corrosion on motor flex and force sensor plate. Investigator confirmed issue in history but was not able to reproduce during investigation. (B)(6).